Manufacturer narrative:
Root cause: due to the spinous process being in the way, the drill was moved off angle while drilling the hole. Excessive pressive placed on k-wire. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
K-wire used in the surgery broke in the patient's sacrum. Broken piece remained in the patient.